Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   New information added to the following fields: h6, h10. Correction on field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation, the root cause could not be identified, since it was confirmed that an image was output during test. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. The device passed all testing and was working according to specifications. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii video system center had no video output at all. The issue occurred during receipt inspection with no customer use. There were no reports of patient harm.